Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, one opening on posterior side assessed as fold flaw opening. ¿ anxiety¿product/procedure: unable to observe since it is not related to the device. Additional observations: ¿ creases are observed. ¿ wear abrasion is observed. No further actions are required since no issue in the manufacturing of the device is observed. 6

Event description:
Healthcare professional reported left side rupture and exchange from textured to smooth due to concern with the product. Device has been explanted.

Event description:
Healthcare professional reported left side rupture via MRI and exchange from textured to smooth due to concern with the product. "Hole, non-specific" observed during surgery via rga. Device has been explanted and replaced.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.